Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver log was reviewed and screen error alarms and firmware errors were observed. The reported event of an error icon display was confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Patient contacted dexcom on 02/19/2016 to report a hypoglycemic event that occurred on (B)(6) 2016. Patient had a low blood glucose (bg) level of around 40mg/dl and called the emts because she could not bring her bg value up fast enough. The patient had tested her finger and found that she went from 230 mm/dl to 40 mg/dl in 20 minutes. At the time of her low, her receiver was not displaying bg trend values because it was displaying error 67. Patient took 2 glucagon tablets before the emts arrived and then she was put on an IV drip for 30 mins. The contents of the IV were unknown to the patient. After the patient recovered, she declined going with the emts to the hospital and stayed at home. At the time of contact, patient was at home and fine. Patient was not using any additional medications. No additional event or patient information was provided.